Manufacturer narrative:
The returned sample was visually examined and leak tested. This eval confirmed the reported leakage. Visual examination revealed small cracks noted in the connection of the top housing. Although the cause for the cracks cannot be definitively determined, there is no indication that the event was related to a pre-existing device defect. All units are leak tested during production and there were no indications of any production related problems in the device history record. A review of the complaint records confirmed that this lot number has not been reported previously. The device labeling does address the potential for such an occurrence with specific cautions to monitor the pump (and replace) if there are fluid leaks or blood in the rear chamber. All available info has been placed on file with quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that during priming of the circuit, the perfusionist noticed leakage from the centrifugal pumphead. The unit was changed out prior to the start of the bypass procedure. Therefore, there was no pt involvement.